Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3000 hemopro would not stop delivering energy. This occurred before the device was inserted into the patient's leg. They converted to open leg surgery to complete the procedure. The hospital did not report any patient effects. The product was discarded.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)